Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was included in field correction, updated email information, resent the notice, completed the form on behalf of customer, provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction code returned, which customer acknowledged and understood.